Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device, "ventilator inoperative" codes were found in the downloaded error log. The software was reloaded to address the issue.